Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The image failure was caused by a faulty fuse on the input connector. A test blade attached with a test connector produced a good image. The input connector was fixed and the device was safety tested. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, there was no signal from the camera. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.